Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. The reporter states that there were multiple inaccurate events of readings varying by 6mmol/l between cgm and bg. An additional example was provided, 12 to 8.8 mmol/l. However, the reporter did not clarify if these were cgm or bg values. No additional event or patient information is available. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.